Event description:
The lay user/ reporter called lifescan (lfs) on june 5, 2006, and alleged that the meter was reading inaccurately erratic. The medical affairs specialist spoke to the patient on june 7, 2006, and obtained and verified the following information. On june 5, 2006, the patient tested her blood glucose at 8:30 a.m. And obtained a result of 165 mg/dl. The patient was given her set amount of 70/30 insulin by her daughter. The reporter stated that she would have contacted the patient's physician for advice if the results were lower approximately one hour later, the patient became incoherent, weak, and lethargic. The patient's blood glucose was tested and the result was 46 mg/dl. Thirty minutes later, she retested and the result was 49 mg/dl. The paramedics were called and the patient was given orange juice and sugar to drink. Approximately 40 minutes later, the patient glucose was on her meter, obtaining a result of 60 mg/dl, ten minutes after that, her result was 79 mg/dl. The paramedics did not treat the patient, as her blood glucose was increasing after drinking the orange juice with sugar. The testing technique was correct, however, the technique for cleaning the puncture site was not correct. The patient did not have control solution to troubleshoot. This complaint is being reported, as the patient obtained result of 165 mg/dl, took insulin, and later had a hypoglycemic event. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but had no yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.